Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is unknown whether there was any deviation from the instructions for use in reprocessing steps. There was no physical damage found at the locations with foreign material. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the distal end and the air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.